Event description:
End cracked and broke off.manufacturer response for anti-siphon pca ext set, (brand not provided) (per site reporter).took report, issued complaint #. Sent return kit.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.